Event description:
It was reported that the physician was implanting a gore viatorr tips endoprosthesis in a pt with peristomal bleeding and a hypercoagulable clotting condition. First, an 8mm bare metal stent was deployed. Then, a 10mm viatorr device was advanced into the bare metal stent and deployed being constrained to 8mm by the outer stent. After implanting the device, it was noted to be 0.5mm away from the intended termination site, the inferior vena cava. One week later, on (B)(6) 2013 a revision procedure was done for a thrombosis. No stenosis was seen in the hepatic vein at the time of the revision. The stent was then dilated to 10mm reducing the porto-systemic venous pressure gradient from 4 to 1mm hg. It has not been confirmed whether this pt developed hepatic encephalopathy.

Manufacturer narrative:
A review of the mfg records for the device could not be conducted because the lot number remain unk. The device remains implanted in the pt therefore an engineering investigation could not be performed.